Manufacturer narrative:
The customer complaint of premature depletion was not confirmed. The device was received for analysis in backup mode. Device image analysis shows that backup mode occurred after device was explanted which is consistent with exposure to low temperatures after explant. Additional device image analysis indicated that the device was used in high output mode and the autocapture feature was used at times. When automatic settings are programmed, such as autocapture, the device output adjusts itself to accommodate the patient¿s needs for pacing, and thus affects the estimated longevity of the device. The original battery had depleted to eol levels due to normal usage. Analysis performed after installing a new battery and reloading the product code including functional testing, did not reveal any anomalies. The device was implanted for 6.93 years, which exceeded the device¿s 6.86 year projected longevity and is considered normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow up, a decrease in the device battery longevity was observed and possible premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.